Event description:
The customer reported the problem of speakers are not working. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported the problem of speakers are not working. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
This supplemental report is created with reference to mfg report with corrected information to update the manufacturing site.

Event description:
The customer reported the problem of speakers are not working. The device was not in use on a patient at the time of event, there was no adverse event reported.